Manufacturer narrative:
Compliant to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: biomet acetabular liner & cup. Event: these were used in conjunction with depuy product in this patient. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address dislocation. The head was depuy product; the acetabular components were competitor product. The competitor cup was also loose.(B)(4). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy device was implanted with competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address dislocation. The head was depuy product; the acetabular components were competitor product. The competitor cup was also loose.